Manufacturer narrative:
Responses to requests from iridex for additional information have not been received. This report will be updated if additional information becomes available.

Event description:
Iridex received a report of a patient injury involving a scleral burn. The burn occurred during a treatment with the g-probe illuminate device in conjunction with a cyclo g6 laser console.